Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with hysterectomy due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced extrusion, urinary problems and recurrence. It was reported that patient underwent mesh revision/removal of exposed mesh on (B)(6) 2007. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with hysterectomy due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced extrusion, urinary problems and recurrence. It was reported that patient underwent mesh revision/removal of exposed mesh on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4).